Event description:
Failure to osseointegrate.

Manufacturer narrative:
UDI # (B)(4). This followup has been created to address an FDA email dated (B)(6) 2024 that stated "this is in regard to adverse event report 3001617766-2024-008169. You have reported 'death' in the event type for this report. In our experience with similar devices and previous reports, 'event type' reported as 'death' is often reported incorrectly. Please provide additional details regarding the event or let us know if it was reported incorrectly." "Death" was not selected in the original submission. (B)(6). Correction: death was selected in h1. That selection is incorrect the selection has been corrected. (B)(6).

Manufacturer narrative:
UDI # (B)(4).

Event description:
Failure to osseointegrate.